Event description:
Arthritis [arthritis], joint effusion [joint effusion], white blood cells present in synovial fluid [synovial fluid white blood cells positive]. Case description: spontaneous report was received on (B)(4) 2012 from a physician regarding a (B)(6) male pt, initials (B)(6), with gonarthrosis. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen not provided. The lot number of the product was not provided. On (B)(6) 2012, the pt experienced arthritis and joint effusion. On the same day, 30-60 ml of joint fluid was aspirated and the pt was treated with non-steroidal anti-inflammatory drugs for arthritis, dexamethasone sodium phosphate for arthritis and joint effusion. On (B)(6) 2012, 30-60 ml of joint fluid was aspirated and laboratory result showed white blood cell count at 10,100, c-reactive protein at 2.66 (units and normal range not provided), culture was negative and synovial fluid analysis (crystal test) was negative. On (B)(6) 2012, (B)(6)2012, (B)(6) 2012 and (B)(6) 2012, 30-60 ml of joint fluid was aspirated. On (B)(6) 2012, the pt received treatment with triamcinolone for arthritis and joint effusion. No action was taken with synvisc in response to the event. The outcome for the events of joint effusion and "white blood cells present in synovial fluid" was not provided. The event of arthritis was not yet recovered. Relevant concomitant medications reported include treatment for cholesterol. The intensity for the events of arthritis, joint effusion and "white blood cells present in synovial fluid" was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite. The reporting physician did not provide a causal relationship between synvisc and the events of joint effusion and "white blood cells present in synovial fluid".

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.